Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the ipg became superficial after the patient lost over 20 pounds. Surgical intervention was undertaken on (B)(6) 2019 wherein the existing ipg was buried deeper. The pain at ipg site resolved following the surgery.

Manufacturer narrative:
Added brand name in section: proclaim drg ipg.